Event description:
Additional information was received from a consumer. It was reported that the patient's inss can't recharge and they had problems finding a healthcare professional (hcp) since moving. Additional information was received from the consumer. It was reported that the patient had not been able to find an hcp, but they would continue to search for an hcp. It was noted that the patient two rechargeable inss and three leads. One ins was implanted on the left side and one was implanted on the right side. The consumer was not sure what parts of the body each one provided therapy to. The consumer did not have the serial number/ID card for the one ins which was not found in device registration. The first ins stopped working around (B)(6) 2014 and never got working again. The second ins stopped working close to a year prior to (B)(6) 2016. They had been trying to find a doctor for about a year as of (B)(6) 2016 so they have not been able to get either ins working again. It was noted that the patient did recharge regularly and they didn't know of anything that would have caused them both to stop working. The consumer was to provide an update when they find a doctor.

Event description:
It was reported that the patient had three rechargeable implantable neurostimulator¿s (ins) in their back for pain. The implantable neurostimulator recharger (insr) did not seem to recognize the ins for the upper back. However, the same insr does recharge another ins. The patient tried charging a week or two prior to the report and it wasn¿t charging. The patient tried the other side, other ins, and there wasn¿t a problem. The patient tried 2 or 3 times, it acted like it didn¿t recognize. It told the patient to turn the charger. It never picked up the battery. There were telemetry issues. The insr would recharge one implant but not the ins for their arms and shoulders. The ins was unresponsive to telemetry attempts by the physician programmer, patient programmer, and recharger. This was noticed a week or two prior, and the patient last recharged about a month prior. The anomaly appeared to have occurred through product use. No patient injury reported. Information regarding if the patient still had concerns with the device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had spoken to a manufacturer¿s representative about getting their ins working again. However, the patient was currently in michigan and forgot their rechargers. The patient stated that they have had the device issue since they moved to (B)(6).

Manufacturer narrative:
Product ID 37791, serial# unknown; product type recharger product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2010 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger. (B)(4).